Event description:
It was reported that this lead was an attempted implant. The physician reported multiple placement attempts and chose to discontinue use due to concerns over the function of the helix. There were concerns about the condition of the patient under sedation so a second lead placement was discontinued. No lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was an attempted implant. The physician reported multiple placement attempts and chose to discontinue use due to concerns over the function of the helix. There were concerns about the condition of the patient under sedation so a second lead placement was discontinued. No lead was placed. No additional adverse patient effects were reported.